Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Good condition with no appearance of any physical damaged. Functional and delivery testing was conducted. There was an invalid syringe size error identified in event history log review. Calibration of the size sensor was performed. The event was replicated. The reported issue was confirmed. The root cause of the reported event was determined to be tapered spring slipped over the collar of the barrel clamp rod. The following actions were taken: replaced tapered spring, barrel clamp rod and barrel clamp headscrew. Performed pm maintenance. Other repairs included: cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was not calibrating syringe size. No patient injury was reported.